Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "no message". The cassette was changed for another one and the alarm stopped. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the sample received consist of one cassette product from; sample was received in used conditions, without its original packaging and decontaminated. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage, kinks, cuts or any other damage was detected. The sample was filled with 100 ml of water and connected to a pump to look for unusual functions. The sample was fully priming and connected without difficulty, the pump was set running and alarms were activated. The complaint was confirmed. The root cause was unknown, however, a CAPA was open to investigate the failure mode no disposable alarm and to facilitate corrective actions. CAPA is currently in the implementation phase. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.